Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in romania. On (B)(6) 2024, it was reported that the patient encountered skin reactions on the entire abdomen. Patient suffered from bradykinesis with severe dystonias. Patient took augmentin and nidoflor for the treatment. No further information available.